Manufacturer narrative:
Due to the age of the ipg the device history record (DHR) is unavailable. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient had not used or recharged her ipg in several years. As a result, the device was inoperable. Subsequently, the patient underwent surgical intervention to have the device explanted. During the procedure, the physician discovered a white substance that "oozed" out of the pocket. There was also white flaky material around the ipg. It was noted 2 cultures were taken and the physician also excised a small amount of tissue to be tested. The physician believes the patient possibly had a local reaction to the ipg material. In addition, it was also reported the patient had a suspected infection at the ipg site. The pocket site was flushed with antibiotics and was then closed. Please note, the patient's ipg was explanted, the leads remain implanted.